Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown unk - sew cannulated/unknown lot number. Device is not expected to be returned for manufacturer review/investigation (B)(4) the reason for removal was to improve range of motion in the foot. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent implant of plate and screws secondary to a lisfranc fracture in 20015, exact date is unknown. On an unknown date patient began experiencing decreased range of motion of the foot. On (B)(6) 2016, the patient underwent removal of a quantity of 1 (one) 4.0 mm cannulated screw. Reason for removal was to improve range of motion in the foot. There was no surgical delay or additional medical intervention required. The procedure was completed successfully. This complaint involves 1 (one) device. Concomitant devices reported: plate (part # and lot # are unknown) and screws (part #'s and lot # 's are unknown). This report is 1 of 1 for (B)(4).